Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 7043386. Product family: scs-lead fixation, upn: (B)(4), model: sc-4316, serial: na, batch: 23254071.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite several reprogramming. The patient underwent an explant procedure wherein everything was removed. The explanted device components were discarded.